Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n179587003, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on the day of this report with confusion. The health care provider was unable to confirm any therapy settings or if the patient had a recent refill or reprogramming. An MRI was to be performed. The device system was used to deliver morphine. It was later reported the patient¿s managing health care provider had not seen the patient since (B)(6) 2012. The patient¿s primary care doctor had set him up with a new doctor because of insurance reasons. Additional information has been requested, but was not available as of the date of this report.